Event description:
Related manufacturer reference number: 2017865-2023-11842. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was congestive heart failure. No additional information was reported.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.